Event description:
It was reported that during a surgery, the device presented an error message "voltage calibration failure". The procedure was completed with a competitor device. No patient injuries and complications were reported.

Manufacturer narrative:
(B)(6). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed except for the front bezel is cracked and broken. Rf generator did not fail for voltage cal failure but did fail high power test. No error messages occurred during testing. Rf generator fails during test with a power reset (off/on). Cause of failure during high power test was a defective rf pcb. Unit passed functional testing after a known good rf pcb was installed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.